Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A customer reported receiving a blood glucose result of 37 mg/dl on their precision xtra blood glucose meter. The customer perceived this result to be lower than how they were feeling. The customer reported to have modified their dosage of their diabetes related medications based on this reading. The customer also reported that while on a cruise, she developed an infection, resulting in severe abcesses. The customer was treated in the cruise ship's emergency room, where an intravenous treatment of antibiotics was administered in order to treat the infections. Additionally, the customer reported to have been diagnosed with diabetic ketoacidosis, however, it is unknown what treatment, if any, was administered during the customer's time spent in the emergency room. It is also to be noted that the customer reported to have not had their meter properly calibrated.